Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v911924, implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3387s-40, lot# v947057, implanted: 2012-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was an explant of both extensions and the implantable neurostimulator (ins) on a previous date. It was stated the patient had an infection. It was noted the leads remained implanted at the time of report. It was stated on the day of report the surgeon had intended to re-implant the new extensions and ins and connect them to the existing leads. It was noted when the surgeon opened the cranial incision, an infection was present at the lead site. It was stated at that time, both leads were explanted. It was noted the patient status at the time of report was alive with no injury. It was noted it was unknown what type of infection was cultured. It was stated the location of the issue was at the device pocket and lead location.